Manufacturer narrative:
Additional information: the peritonitis occurred on 03aug2019. Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to unhygienic conditions. The peritonitis was manifested by diarrhea and weakness. Twelve days after event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of vancomycin (1 gm, frequency and duration not reported) and ip injection of fortum (1 gm, frequency and duration not reported) for the event. It was not reported if the patient was retrained on the proper aseptic technique. The patient was recovering from the event. Two days after hospital admission, the pd catheter was removed, and the patient was switched to hemodialysis. Eight days after hospital admission, the patient passed away. The cause of death was reported as due to cardiac arrest and weakness during hemodialysis. It was reported an autopsy was not performed. (B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy bag. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.